Manufacturer narrative:
This supplemental report was submitted to provide a correction to the product receipt date (d10) for MDR# 2951238-2018-00731.

Manufacturer narrative:
This report is being supplemented to provide additional information regarding the reported event. Additional information/corrected data: h10- additional information received identified mw81511174 was received by the manufacturer. The user facility was contacted and confirmed the event is the same as reported under this MFR. Report in 2018. It was reported the patient was involved in a multi-drug resistant cluster in which a bronchoscope was identified as a commonality. The patient presented on 100% non-rebreather mask due to shortness of breath and hypoxia with decreased mentation. He was only responding to painful stimuli. He was intubated for airway protection and started on zosyn and vancomycin. The patient underwent a mini bronchoalveolar lavage which grew and some yeast so fluconazole was added. Extubated and intubated. Antibiotics changed from zosyn / vancomycin / fluconazole to zosyn / linezolid / fluconazole and he clinically started to improve. The patient had a bronch which grew resistant strains of acinetobacter. Given he had clinically improved on previous antibiotics, no changes were made. The patient expired on due to cardiac arrest. During the review of the organisms, it was noted that the patient had received a bronchoscopy involving the same scope. While the organisms are not considered to be related, out of an abundance of caution, we requested that the scope be removed from service and sent to MFR for inspection to ensure integrity as we continued our focus on hand hygiene, environmental cleaning, and adherence to the appropriate transmission based precaution.

Manufacturer narrative:
On may 14, 2018, an olympus endoscopy support specialist (ess) visited the user facility to observe the facility¿s reprocessing practice and to provide a reprocessing training. The ess observed the staff used a 30cc syringe to aspirate 90cc of fluid into the scope. The user facility utilizes a non-olympus automated endoscope reprocessor (aer) and stored in a scope cabinet. The ess provided the user facility staff a reprocessing wall chart and a dvd step by step video on how to reprocess a bronchoscope. To date, all reprocessing personnel are properly trained and there have been no changes in personnel. On june 8, 2018, the scope was sent to our independent laboratory for microbial testing. The scope tested positive for micrococcus luteus. The scope was then ethylene oxide (eto) sterilized. The was returned to olympus for a physical evaluation on june 18, 2018. A visual inspection on the received condition of the scope and was unable to find any signs of foreign material/substance/stain inside the biopsy channel, biopsy port and channel opening when inspected with an olympus boroscope and telescope test equipment. In addition, there were no signs of foreign substance/materials found with the insertion tube, bending section cover, bending section cover glue, distal end cover, light guide lens/glue, and objective lens/glue. There were also no sign of missing parts with the scope. The scope passed the leak test. A review of the scope's instrument history shows the scope was purchased on (B)(6) 2017 with no service records. The scope was repaired and returned to the user facility. The cause of the reported event could not be confirmed. However, improper maintenance could not be ruled out as a contributing factor to the reported positive culture. The instruction manual provides warning which states, ¿all channels of the endoscope and all accessories used with the endoscope during the patient procedure must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators.¿

Event description:
Patient 3 of 3. On (B)(6) 2018, the user facility's infection prevention personnel further reported that there were a total of three patient infections and two patient blood samples tested positive for culture that occurred at the user facility following bronchoscopy procedures. This report is in reference to the initial report submitted on FDA MFR# 2951238-2018-00326. The second patient in this report became infected with cre, type mero resistant acinetobacter. The patient¿s pre-existing condition was iii pneumonia. The patient¿s blood culture was obtained and the results were negative. The patient has been treated with cefepime. The reprocessing cleaning and disinfectant solutions were revital ox and valsure, resert and the minimum effective concentration was checked prior to each use. The user facility utilized the steris 1e, automated endoscope reprocessing machine (aer) and there are no reported issues with the steris 1e. The last preventative maintenance of the steris 1e is unknown. During manual cleaning, a single use hallmark brush (model unknown) is used. Pre-cleaning is performed immediately after use, the scope is cleaned with an impregnated enzymatic sponge with excess fluid suctioned through the biopsy port. It was reported that the physicians are unsure if the scope caused or contributed to the patient infection outbreak.